Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported failure. The fse performed a preventative maintenance (pm) and replaced the 2500 hr pm kit, two batteries, and safety disk. Calibration, system functional tests and safety tests were performed. The iabp unit passed to specifications and was released for clinical use.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient with an acute myocardial infarction and cs300 intra-aortic balloon pump (iabp) therapy started. In about 30 minutes into patient transport by ambulance to another hospital, the iabp shutdown suddenly. It was later reported that iabp therapy was discontinued as a result of the incident. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient with an acute myocardial infarction and cs300 intra-aortic balloon pump (iabp) therapy started. In about 30 minutes into patient transport by ambulance to another hospital, the iabp shutdown suddenly. It was later reported that iabp therapy was discontinued as a result of the incident. No patient harm or adverse event was reported.